Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing of noise with high pacing threshold and high out of range (oor) pacing impedance (pli). The device paces at 120 pulses per minute (ppm) maximum tracking rate (mtr) when the wand was put on the device and goes back to lower rate limit (lrl) when pulled off. The noise was able to reproduce with patient¿s isometrics but not with pocket manipulation. Oor atrial impedance was not able to replicate when reproducing noise with pocket manipulation. Boston scientific technical services (ts) was consulted and discussed a possible fracture or insulation breach. The high impedance and noise were a presumed consequences of the suspected fracture. Subsequently a revision procedure was performed. A fracture was not seen via x-ray or fluoroscopy during the revision procedure, however noise and oor impedance were seen when the lead tested with a pacing system analyzer (psa). The ra lead was surgically abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.